Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor with pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted distributor, received guidance from technical support to perform complete pump reset, successfully completed reset, and then successfully started sensor session without error reoccurring, and device was not returned.